Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to stress, the customer experienced a blood glucose (bg) level of 203 mg/dl, and due to overcorrecting, the customer experienced a bg level of 46 mg/dl. To treat the low bg level, the customer consumed glucose tablets. Additionally, it was reported that when the customer programmed an extended bolus, the bolus duration appeared to continue beyond the programmed time frame. During troubleshooting with tandem technical support, the customer understood that the requested bolus was not continuing and the pump had delivered the accurate dosage during the requested time frame.